Event description:
The consumer alleges he cut his leg on a piece of metal that is exposed on the top of the upper support.

Manufacturer narrative:
MFR received info that the consumer was doing a right transfer and allegedly cut their leg on the upper support of the legrest. Current user guide covers proper transfer methods. No malfunction confirmed. MDR filed based on alleged sharp edge.